Event description:
A healthcare professional reported that after cataract surgery in the right eye (od), the patient experienced floaters, endophthalmitis (positive for staphylococcus), pain, decrease visual acuity (va), pain, aqueous cells (present) and fibrin (present). The patient received dexamethasone, vancomycin and ceftazidime (od) for the events. The patient current condition was ongoing. The patient was under continuous monitoring.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional informed received on 30-oct-2023, the patient's visual acuity were od - 20/40 and os - 20/60.

Manufacturer narrative:
Additional information was provided in sections b.5, b.6, h.6, and h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company manufacturing site uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided 01-nov-2023 that the current patient status is va 20/40 od. No further information was provided for symptom resolution. The investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).